Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Treatment of an avm. It was reported the catheter leaked during onyx injection. Upon removal, the catheter broke off and the broken segment remained in the patient. It was reported the patient experienced an embolic stroke. Same event as MDR# 2029214-2011-00223.